Event description:
Customer obtained a falsely elevated advia centaur xp troponin ultra (tni ultra) result. A second sample was drawn 3 hours later and the result was negative. The original sample was repeat tested and resulted negative. A corrected result was sent to the physician. The customer reported that patient treatment was not altered and there was no adverse medical treatment or health consequences due to the discordant positive advia centaur xp tni ultra result.

Manufacturer narrative:
The cause for the initially false positive advia centaur xp troponin patient result when compared to the redrawn sample result and repeat negative results is unknown. The customer's quality control results were within acceptable ranges at the time of the falsely elevated result and there were no other falsely elevated troponin patient results at this time. A siemens service engineer was sent to the customer's site and performed a total service call. The customer noted fibrin in the sample which may have contributed to the initially high result. No conclusions can be drawn. The instrument is performing within specifications. No further evaluation of the device is required. The summary and explanation of the test section of the instructions for use states the following: " always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."